Manufacturer narrative:
(B)(4). As of today no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associate device displayed shock impedance measurements of greater than 200 ohms. The lead also displayed r-wave variability and a slight increase in pacing threshold. The patient was referred to their electrophysiologist for consultation on an action plan. There were no adverse patient effects reported. The system remains in service.